Event description:
New information note that noise was over sensed programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.